Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to prime. The following information was provided by the initial reporter : the consumer reported that there is no insulin flow during priming. Date of event : unknown. Samples : available.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle was unable to prime. The following information was provided by the initial reporter : the consumer reported that there is no insulin flow during priming. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-31. Investigation summary : customer returned (2) open 4mm, 32g pen needles from lot # 1096026. Customer states that there was no insulin flow during priming. Both returned pen needles were examined and one sample exhibited a bent non patient end of the cannula. The remaining sample exhibited a broken non patient end of the cannula. Both of these issues could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to confirm the customer¿s indicated failure (bent and broken non patient end of the cannula. Root cause is user related as the non patient end of the cannula was bent and broken during use of the product by the customer. H3 other text : see h10.